Event description:
On 05/01/2000, the pt obtained a meter reading on pt's one touch basic of 23 mg/dl at 8am. Pt consumed sugar and orange juice. At 12pm, after lunch and insulin, pt's result was 15 mg/dl. At 9pm result was 55 mg/dl. Pt was transported to the ER where a 10pm result was 454 mg/dl. Pt was admitted by the physician and remained hospitalized until 05/06/2000.